Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that the insulin pump had stuck button and motor error alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and they successfully passed the high pressure test. The customer stated that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on bolus and esc button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test noted. No moisture damage on electronics and motor assembly noted.